Event description:
The customer reported that a surgical technician sustained a cut from a blade that was found to be unsheathed prior to use. The injury occurred during routine handling of surgical supplies before the start of the procedure. The incident occurred prior to clinical use, and no patient was involved. Based on the information provided, the technician sustained a cut; however, no details were available regarding the depth or severity of the injury, or whether medical treatment beyond basic first aid was required. Follow-up questions were sent to the customer to clarify the nature of the injury, the condition of the protective cover, but no additional information has been received to date. Despite the limited clinical detail, the presence of an unsheathed blade prior to intended use represents a device malfunction, as the product did not provide the expected protection against accidental contact with the sharp edge. This creates an unintended hazard to healthcare professionals during normal handling. While the reported injury appears to be non-serious based on available information, the malfunction is considered significant because recurrence could lead to more severe injury, such as deep lacerations or injuries requiring medical intervention. Therefore, this complaint meets the criteria for medical device reporting as a malfunction that could potentially lead to serious injury if it were to recur.